Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The universal motor controller (umc) was analyzed and found to have no failure. During in house testing, the umc was installed and tested on the printed circuit assembly (pca) test system. The system started up without any error, all the motors were driven the full range of motion without any issue. The system ran 20x power cycles with this board, all passed. The umc was tested at slot1 and slot2, both passed. The board remained on the test in normal operation for several hours, there is no error reported. The complaint was not confirmed based on failure analysis. The universal surgical manipulator (usm) was analyzed and found to have errors 307/319. The unit was also tested on a testing platform and failed fiber test rolling loop fiber with error 307/319 present. Golden rolling loop fiber was installed to pass test on retry. The reported problem was confirmed via logs and replicated during testing. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, recoverable error 307 occurred on universal surgical manipulator (usm) 1 and usm 2. The customer stated they recovered the error on usm 1 earlier, deactivated usm 1, and could continue surgery with 3 usms only. After that, usm 2 had a recoverable error. The intuitive surgical, inc. (Isi) technical support engineer (tse) checked error logs and found 2 different problems: error 319 was related to the usm 1, node 180. Usm 2 reported node 181, 184, and 186 missing. After a restart with emergency power off (epo), the usm 1 error came back immediately, and the usm2 errors were gone. The procedure was continued with three usms. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced universal surgical manipulator (usm) and cfg universal motor controller (umc) to resolve the reported failure. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to have the usm and the umc returned. However, isi has not received the products involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.